Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12211. It was reported, the pt had unwanted stimulation and she had pain at the lead incision site. The pt reported, her bra was over the lead incision. The physician determined the lead had migrated. In addition, it was reported, the pt had irritable bowel syndrome, and she felt the stimulation was aggravating the issue. The sjm rep met with the pt for reprogramming and it was reported the unwanted stimulation was resolved. The pt reported, she also had pain at the ipg site. F/u identified the physician planned surgical intervention to replace the type of lead at a future date.